Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. Date of issue is an approximation. The sensor was inserted into the abdomen. The patient stated that she felt low; however, her cgm displayed 99 mg/dl. The patient stated that emergency medical services (ems) was called, and her bg per ems was 20 mg/dl. She was transported to the emergency department, treated with two or three doses of dextrose and discharged home. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.